Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the bearing was failing was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the neuro-tip leg of the device was drilled. It was determined that this condition was due to excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that before use on the patient it was observed that the bearing of the craniotome device was failing. During in-house engineering evaluation it was observed that the neuro-tip leg was drilled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.